Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
--

Event description:
Boston scientific received information that during a recent clinical follow-up, this device exhibited an earlier than expected, elective replacement indicator (eri) message. It was reported that during the previous follow-up approximately six months prior, the devices battery indicated 2 years of remaining longevity. No adverse patient effects. Reportedly the device was explanted and is intended to be returned for analysis.

Manufacturer narrative:
Field follow-up states the device's location is unknown at this time and will unlikely be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.